Event description:
It was reported that the customer was supposed to get two enlite sensors but she only got one. Customer stated that her last blood glucose level today was 191 mg/dl by the sensor glucose system. Customer stated that she has been having issues ever since they switched it. Customer reported having blood glucose levels over 400 mg/dl yesterday. Customer bolused for it but it was not coming down. Customer mentioned that she had a bent sensor cannula on 06/20/2014. Customer also had a bent cannula from a quick set on (B)(6) 2014. Customer mentioned that the sensor cannula was bent yesterday and was only worn for two and a half days. Customer was standing during insertion. Customer was asked about the serter, which has already been replaced. Customer sated there are no issues with the current serter. Customer's blood glucose level is 208 mg/dl. Customer declined troubleshooting for high blood glucose levels. Customer blood glucose levels are above her target range. No further assistance needed.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection.